Event description:
Additional information later received reported that there was no change in pain control from the previous visit nor were there any signs of withdrawal that lead to the diagnostics being performed on (B)(6) 2014.

Event description:
A catheter fracture was reported. Diagnostics methods included inability to aspirate fluid, no free flow of csf on sideport tap, (B)(4) 2014 and isotope pump study, no delivery of drug to the intrathecal space, (B)(4) 2014 and a CT scan without contrast, catheter fracture on (B)(4) 2014. Intervention included replacing the catheter on (B)(4) 2014. It was noted to be related to the device or therapy and not related to the implant procedure. The severity was indicated as mild and the outcome resolved without sequelae (B)(4) 2014. The pump was used to deliver sufentanil, clonidine and prialt.

Manufacturer narrative:
Product ID: 8711, lot# n123159001, implanted: (B)(6) 2007, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information later received reported no symptoms.